Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference or user's test strip had poor storage.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting ranges from 49 to 244mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed during call since test strips do not have proper storage. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: 73mg/dl, (B)(6) 2015, 07:12am; 47mg/dl, (B)(6) 2015, 11:18am; 49mg/dl, (B)(6) 2015, 12:00am; 110mg/dl, (B)(6) 2015, 10:41am; 41mg/dl, (B)(6) 2015, 07:08am. Adverse event not reported.